Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3262 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "while inserting a PICC line in ccu 20 today I attempted to insert the guide wire, but was met with resistance so I tried to retract the wire when it got stuck and the wire shread itself while trying to remove it. I had to remove the entire needle and wire from the arm. The wire was intact at the end but shreaded through the middle."